Event description:
It was reported that the customer experienced elevated blood glucose (bg) 567 mg/dl; cause was unknown. Elevated bg was addressed via manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Upon follow up, the customers bg had decreased to 502mg/dl but had not come down as far as the customer had expected. Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.